Event description:
It was reported that; it was reported that during a procedure, a locking ring detached from a screw. It was reported that the surgeon followed the surgical technique completely and the all parts of the screw were recovered.

Manufacturer narrative:
No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The established cause of the event is multifactorial which include: freehand use during screw insertion, inserter loosening during surgery, inserting not fully threading, user unfamiliar with system, interaction between cage/screw/inserter, outer diameter of clip is too large and general use error.

Event description:
It was reported that; it was reported that during a procedure, a locking ring detached from a screw. It was reported that the surgeon followed the surgical technique completely and the all parts of the screw were recovered.